Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product sample was not received for evaluation; however, a picture was returned. Visual inspection of the picture found the cannula was broken. During a review of the manufacturing process, the inserter assembly operation was audited and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed and the operators were e trained on operation been performed. Maintenance records from the site threader machine was reviewed and no anomalies were detected. Three samples from the production line were tested and no detachment was detected in any of the tested samples and the cannula was not remove from the site. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality control performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that after removal of the needle, the inner cannula remains in the skin. No medical or surgical intervention was reported.